Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a4, b4, d1, d4, g4, g7, h1, h2 and h4. Section b5: additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter and perforation of the filter struts outside the inferior vena cava. The form states there was an unsuccessful removal attempt which left the device in place; however, the form also states that there has been no attempt to remove the device. The patient continues to experience discomfort and mental anguish. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Corrected data section d3 section g1 additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Section b5: additional information received per the medical records indicate that the patient was admitted with decompensated congestive heart failure (chf) due to indiscretion with fluid intake. Acute dialysis was done with resolution of chf. The patient developed anemia secondary to gastrointestinal (gi) bleed during the hospitalization. Medical history includes coronary artery disease with stent placement. Doppler ultrasound showed no evidence of deep vein thrombosis (dvt) at the time of admission. The filter was deployed via the patient's right femoral vein after local infiltration with 1 % xylocaine using the percutaneous single-wall needle technique. The femoral vein was cannulated with a 6 french introducer sheath. Trapease catheter was inserted and advanced under fluoroscopic guidance, contrast injected to verify placement and filter deployed. Left heart catheterization at the time of filter implant revealed nonobstructive coronary artery disease. The physician will treat the 50% in-stent re-stenosis medically. Because the patient cannot tolerate aspirin and plavix. As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of coronary artery disease with stent placement, right knew osteoarthritis, peptic ulcer disease, peripheral vascular disease, dialysis and hypertension. The patient presented to hospital with decompensated congestive heart failure (chf) due to non-compliance with prescribed fluid restriction. This was treated with acute dialysis with resolution of the chf symptoms. The patient then experienced acute blood loss anemia secondary to gastrointestinal (gi) bleeding as a result of dvt prophylaxis. During the hospitalization, an ultrasound study revealed no evidence of deep vein thrombosis (dvt). The indication for the filter placement was reported to be a history of pulmonary embolism with a contraindication to anticoagulation. The patient underwent left heart catheterization that revealed non-obstructive coronary artery disease with a 50% in-stent restenosis. The physician opted to treat the patient medically due to an intolerance to aspirin and plavix. This was followed by filter placement via the right femoral vein. At some point after the filter implantation, the patient became aware that the filter had tilted and that filter struts had perforated through the wall of the inferior vena cava (ivc). In addition, the patient indicated that the filter could not be retrieved; though attempts to retrieve it were not documented. The patient further reported having experienced continuous discomfort and mental anguish associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the implantation, the patient became aware that the filter had tilted, and struts had perforated through the wall of the inferior vena cava (ivc). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in a legal brief, a patient was treated with a trapease vena cava filter. After an unspecified period of time, the ivc filter tilted and there was perforation of the struts of the filter through the wall of the inferior vena cava.